Event description:
Our rep. Is reporting that during an arthroscopic knee repair, a portion of the tip of a femoral aimer fell into the patient's joint space. The fragment was removed from the body and the procedure was completed successfully without further issue or harm to be patient.

Manufacturer narrative:
Mitek is awaiting receipt of the complaint device and further detail of event. The conclusions of our investigation will be the subject matter of the follow-up report.